Manufacturer narrative:
(B)(4). (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause could not be determined. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that the battery oscillator device had an unspecified malfunction. During service and evaluation, it was observed that the control unit was not functioning, defective, defect in control unit which has negatively affected the motor. It was also noted that the saw clamping portion was damaged. It was further noted that the device failed pre-test for quick coupling for saw blades, saw head, off/on/on mode, triggers and electronic control unit. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.